Event description:
It was reported that tip was broken. No patient impact reported. It was reported that there was no intervention performed, no damaged piece remained in the patient's body, no procedure extension due to the occurrence of a defect and the procedure was completed with the backup product. On follow-up it was reported that there was no patient or staff impact.

Manufacturer narrative:
H3: product analysis: evaluation determined that the distal ball tip of tool is broken off from the stem. The suspected likely cause was identified as the tool was rotating when in use and bent fatigue from tool necks rubbing against surgical site while being used/cutting. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.